Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 model 3341 scs extensions from the same lot. The patient has a peripheral system. It was reported during the patient's scs ipg replacement procedure (reference MFR. Report:1627487-2016-02596), intra-operative diagnostics revealed both high and low impedances. As a result, the scs extensions were explanted and replaced.